Event description:
According to the reporter, during a procedure, the surgeon was not able to squeezed the handle and pressed the green button. The device did not fire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.